Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported syringe 50ml ll clear 14ga 1-1/4in was unable to contain blood/medication due to a crack or hole in the syringe. The following information was provided by the initial reporter, translated from (B)(6): "defective products detected in (B)(6) 2021"

Manufacturer narrative:
H6: investigation summary photos received for investigation, upon visual inspection it can be seen the pictures were taken with the bister closed. Damage in the barrel of the syringe can be noticed, additionally lot number and top web of the unitary packaging are also shown in the pictures. Possible root cause is associated with damage produced in the assembly process. A device history review was conducted for lot number 1912211. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
It was reported syringe 50ml ll clear 14ga 1-1/4in was unable to contain blood/medication due to a crack or hole in the syringe. The following information was provided by the initial reporter, translated from german: "defective products detected in july 2021".